Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced palpitations. The implantable pulse generator (ipg) exhibited invalid data on cardiac compass. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.